Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument fissured. No surgery delay, no adverse patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: (device codes). Product complaint # (B)(4). Investigation summary : the investigation identified the returned device was broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the investigation identified the returned device was broken. The complaint sample consisted of (1) 202456000 sigma hp uni femoral introducer. The date code gm0909 indicates this device was manufactured in september 2009. Examination of the submitted device found a fragment of the outer cylinder broken off at the introducer end. All pieces were returned and there was no reported surgical delay. The unicondylar surgical technique (pg. 26) points to using a mallet to firmly tap the introducer, however, the extensive damage/deformation to the head of the device is indicative of excessive heavy impaction. The root cause is attributed to user error/technique due to inappropriate excessive heavy impaction of the device. Based on the root cause determination of user error/technique, the need for corrective action was not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.